Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous distal lcx. Despite pre-dilatation the lesion could not be crossed with the orsiro mission and the device was withdrawn. Another device was used to complete the intervention successfully.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is not well folded anymore and shows sign of inflation. The stent is slightly opened at both ends but not damaged. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped at the time of delivery. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.